Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began at 10:20am on (B)(6) 2018 when she alleged obtaining blood glucose results of ¿178, 240, 60 and 56mg/dl¿ using the subject device within 20 minutes of each other. The patient stated that she does not take any diabetes medications and manages her diabetes using diet/exercise and it is unclear if the patient consumed additional food in response to the alleged issue. The patient reported experiencing symptoms of ¿massive headache and blurry vision¿ approximately 30 minutes after the alleged issue began. The patient stated that her caregiver visited and measured her blood glucose using another device (brand not known) with a result of around 60mg/dl, and gave her food with proteins in response to the reported event. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and an approved sample site was being used. The csr not that the patient¿s testing procedure was incorrect as the test strips being used were taken from different vials, thereby invalidating the accuracy comparison. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is no indication that the subject meter malfunctioned as the inaccuracy comparison was invalid.